Event description:
A customer reported that they were experiencing an err4 error code on their freestyle meter. During the course of the investigation on the returned meter, it was confirmed that the the meter was exhibiting the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.